Event description:
The facility representative reported a flo-gard infusion pump that is constantly sounding. This condition was found upon power up in the medicine b area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, but that it was unknown if there was patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that is constantly sounding was confirmed and duplicated by baxter service personnel. The root cause of this condition determined to be a defective main battery. The main battery and harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.